Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure a vessel perforation occurred. The lesion was located in the mid left anterior descending (lad) artery. The vessel was 90% stenosed. The pt presented with newly diagnosed congestive heart failure (chf) and non-st elevation myocardial infarction. A 6 french sheath was used to access the right femoral artery (rfa) using the modified seldinger technique. Diagnostic coronary angiography of the right and left coronary arterial systems was performed using 6 french jl4 and 6 french jr4 catheters. A pigtail catheter was used for left ventriculography and hemodynamic eval. In addition, a 7 french sheath was inserted into the right common femoral vein and inserted via the modified seldinger technique. A swan-ganz catheter was advanced to a wedge portion and subsequently withdrawn to the pulmonary artery where the pulmonary artery and femoral arterial stats were drawn for fick estimated cardiac output calculation. Next, a right heart pullback was performed in the rv and ra sequentially. Angiography of the lad revealed a long diffuse lesion proximal to the take off of the 1st diagonal (dx) that was 90% stenosed in its tightest area involving the ostium of the 1st dx. After angiography was performed, a bmw guide wire was advanced to the distal lad and a second bmw was advanced tothe 1st dx. A quantum maverick 2.5mm balloon was advanced and used to pre-dilate the lesion. Next, a taxus express2 3.50x32mm drug eluting stent (des) was positioned distal to the take off of the 1st dx and successfully deployed. The stent balloon was subsequently pulled back into the more proximal portion of the vessel and 2 more dilatations were made. After the second inflation, angiography reveled a perforation of the lad just distal to the take off of the 1st dx. The stent balloon was immediately advanced into the lad and inflated to tamponade the perforation. The pt began to become hypotensive so neo-synephrine was administered. An intra-emergent CT surgery consult and stat echo consult were ordered. Angiomax was turned off. Repeat angiography showed no addtional extravasation with the inflated balloon. However, the pt did have a dramatic st segment elevation. The balloon was briefly deflated and advanced more distal in the lad and re-inflated. This allowed some flow to reach the dx. The pt's hemodynamics and st segment elevations improved dramatically. CT surgery arrived and a decision was made to continue to balloon tamponade for a 45 minutes and if then there remained significant extravasation of contrast into the pericardium, the pt would undergo surgery. Echocardiography showed minimal posterior pericardial effusion which was quite small and not hemodynamically significant. After 45 minutes, the balloon was briefly deflated and contrast was injected into the vessel which showed no further perforation. Next, a jomed 3.00x16mm covered stent graft was advanced just distal to the take off of the 1st dx an susccessfully deployed. Repeat angiography showed no perforation. Then a cypher 2.50x18mm des was advanced to the ostium of the 1st dx and successfully deployed. Repeat angiography showed excellent angiographic results with 0% residual stenosis. There was noted to be some thrombus in the lad and reopro drip was started. Finally, an atlantic pro 40 ivus catheter was advanced to the distal lad and manual pullback was performed. Ivus showed good stent apposition of the taxus express 3.50x.2mm stent and jomed stent. There were no areas of dissection or perforation noted. By the end of the procedure, the pt's hemodynamics had significantly improved, pressors were stopped, the balloon pump was placed on standby and the pt's systolic blood pressure was in the 140's. The decision was made to remove the intra-aortic balloon pump through the 6 french sheath. Perclose was used to seal both femoral access sites. The 7 french sheath in the rf vein was sutured in place and was to be pulled manually. The pt was admitted to the ICU in stable condition. No further complications were reported. Medications administered during the procedure included lidocaine, angiomax and neo-synephrine. Post-procedure the pt was administered plavix and reopro.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the pt. Therefore no analysis could be performed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.